Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging that when he puts the device on its too high in his nose. The patient states he has a dry mouth using the device and he uses pillows mask. The pressure has been high on his device. His wife says he snores and is a mouth breather.medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging that when he puts the device on its too high in his nose. The patient states he has a dry mouth using the device and he uses pillows mask. The pressure has been high on his device. His wife says he snores and is a mouth breather. Medical intervention was not specified. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.